Manufacturer narrative:
This follow up report is being submitted to report additional information. The device history record for zimmer meshgraft ii serial number (B)(6) was reviewed and noted no related non-conformances or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that during preventative maintenance, a meshgraft was found to have a missing screw, damaged cutter, an unoriginal screw installed, a worn and damaged handle, corroded side plates, and a corroded and contaminated roller. A zimmer meshgraft ii serial number (B)(6) was already at a zimmer site and was available for evaluation. Evaluation of the device on (B)(6) 2019 noted that the meshgraft had a damaged handle, cutter, and a corroded and contaminated roller. Upon further evaluation, it was found that there were nonconforming screws on the device, that it was out of calibration, the sideplates were corroded, and that the device did not produce a passing mesh. The ratchet was also found to have been missing a screw. Repair of the meshgraft occurred on (B)(6) 2019 and involved replacing the ratchet handle, the missing and nonconforming screws, the sideplates, roller, and the cutter. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Based on the information provided, the cause of the device having missing and nonconforming screws and multiple damaged and worn components was due to improper maintenance of the device. During the evaluation, it was found that the device has not been previously returned for service since it was manufactured in 1994 and there were multiple issues correlated to improper care of the product noted. The instructions for use for the zimmer meshgraft ii (zimmer meshgraft ii instruction manual) recommended that the device should be returned every 12 months for inspection and preventive maintenance and that annual factory calibration checks are strongly recommended to verify continued accuracy. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign source: (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be sent.

Event description:
It was reported that the device missing screw, damaged cutter, not original screws, worn and damaged handle, corroded side plates, corroded and contaminated transport roller were replaced. No adverse events were reported as a result of this malfunction.